Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device lens might need to be replaced. The event occurred during procedure. The procedure was completed using a similar device there were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "wasn't told what was wrong except that the lens might need to be replaced" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, loose lg adapter, cracks on side of video connector and light transmission 15 < 18 failed were found. A definitive root cause could be identified as component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device lens might need to be replaced. The event occurred during procedure. The procedure was completed using a similar device there were no reports of patient harm.